Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen. The customer reported that the pump was not delivering insulin and had high blood glucose. The customer reported a current blood glucose value of 500 mg/dl. The customer reported the following led up to the event relaxing, doing nothing to document treatment for high blood glucose was a manual shot. The event involved product(s) mmt-213a, mmt-332a, mmt-1715kl. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return was required for mmt-213a. No product return is required for mmt-332a. Mmt-1715kl was requested and the customer response was the device will be returned. Frn-mmt-332a-rsvr, unomed inf set

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.